Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not sounding when an alert was displayed on the pump screen. There was no reported impact to the customer¿s blood glucose level. Customer declined to perform troubleshooting with tandem technical support.